Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that the patient was admitted for a hip fracture that required surgical fixation. There was a transient power spike on (B)(6) 2024 to the 10s with flows around 12 liters per minute (lpm). Flows and pump power were both trending down to around 7 within 10-15 minutes. The patient was asymptomatic and had a stable blood pressure. A lactate dehydrogenase (ldh) test and a urinalysis (ua) test were ordered immediately due to concern for thrombus. Follow up ldh, ua, and flows were within normal limits. Due to suspected thrombus, log files were submitted for analysis and captured a few unsustained power/flow elevations. It was later reported that on (B)(6) 2024 the patient was discontinued from aspirin (acetylsalicylic acid) due to thrombocytopenia. Log files were submitted for review and captured no unusual events except for the last recorded power elevation on (B)(6) 2024. It was later reported that the thrombus could not be confirmed as additional testing was not performed, the patient was administered a bivalirudin drip and the flows and power returned to baseline. The patient was noted to be alive and residing at a skilled nursing facility.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the report of suspected thrombus and power changes could not be conclusively determined through this investigation. Review of the submitted log files captured unsustained power and flow elevations on 31dec2023, 04jan2024, 08jan2024, and 09jan2024. No atypical alarms were captured and the log file appeared to show the pump operating as intended. The cause of the power elevations could not be conclusively determined. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for vad-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The hmii lvas IFU also contains information regarding pump speed, power, and flow. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.